Event description:
It was reported that no disposable alarm on all cadd legacy pumps while using same 100 ml cassette with flow stop. Despite troubleshooting, alarm persists. Mixed another cassette. No further details provided. No injury.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. (UDI and catalog) and operator of device are unknown. No product information has been provided to date.